Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a foreign body was attached to the inside of a lavender tube."

Manufacturer narrative:
H6: investigation summary: mat: 367856. Lot: 2132079. Bd received 1 photo from the customer in support of this complaint. An evaluation of the photo was performed and confirmed the presence of damage to the inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube. Additionally, 100 retention samples from the bd inventory were visually inspected with no damage to the inside of the tube being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, this defect is not caused by any process during the manufacturing of this product. Bd was unable to determine a root cause for the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a foreign body was attached to the inside of a lavender tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.